Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor error. The customer states error occurred while performing prime, but they were disconnected. The customer also mentioned the insulin pump was not exposed to moisture or dropped and the drive support cap was not damaged. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.